Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer will continue to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level due to this reported issue.